Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via their social media twitter account, that their blood glucose level is missing in the display and that three pumps were dead due to button errors. No further information was provided.